Event description:
It was reported by the customer, staff found leakage in PICC line. With blood and medication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, but the root cause could not be determined. One video of a 4fr sl powerpicc catheter was returned for evaluation. The video starts with a closeup of a patients arm. The catheter can be seen indwelling in the patient. Suture strings can be seen around the wings and around the catheter tubing between the 2cm and 3cm depth markers. As the video progresses, liquid can be seen exiting the catheter tubing between the 3cm and 4cm depth markers, indicating that a tear is present on the tubing. However, throughout the video no details of the tear can be observed. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause.

Event description:
It was reported by the customer, staff found leakage in PICC line. With blood and medication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.